Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf)/ventricular tachycardia (vt), and the device attempted to deliver two shocks, both of which failed to convert the patient to a normal rhythm. The patient then converted spontaneously and subsequently received a committed third shock. The device was explanted and replaced, and a new high voltage left ventricular (lv) lead was placed to assist in defibrillation efficacy. No further patient complications have been reported as a result of this event.